Manufacturer narrative:
H10: the device was received for evaluation contained no fluid in the bladder. Because the customer had cut the tubing to drain the fluid. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rateswere found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This issue was discovered prior to patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.